Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. Since the health effect clinical code 2330 was missing in the initial report, it has been included in an update that is provided in this follow-up report.

Manufacturer narrative:
Since the health effect clinical code 2330 was missing in the initial report, it has been included in an update that is provided in this follow-up report.